Manufacturer narrative:
The investigation concluded that unexpected (B)(6) vitros anti-hcv results were obtained from a single patient sample tested on a vitros eciq immunodiagnostic system, when compared to (B)(6) results obtained upon repeat testing on three non-vitros methods. An assignable cause for the unexpected (B)(6) vitros ahcv result could not be determined. An unknown vitros instrument issue and pre-analytical sample handling cannot be ruled out as potential contributing factors. The (B)(6) results on the day of the event were acceptable indicating the reagent was performing as expected on the day of the event. Additionally, no patient information was provided and a sample related issue cannot be ruled out. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed unexpected (B)(6) vitros anti-hcv results obtained from a single patient sample tested on a vitros eciq immunodiagnostic system, when compared to (B)(6) results obtained upon repeat testing on three non-vitros methods. Vitros anti-hcv result (B)(6), versus abbott result (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The (B)(6) vitros anti-hcv result was not reported outside of the laboratory and there was no allegation of actual patient harm as a result of this event. (B)(4).